Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. There was no patient involvement. An issue occurred with pulling up a patient on the navigation system; patients could not be pulled or pushed. The images were able to be pushed to a different navigation system without issue. Troubleshooting included changing network cables and plugging in the network cable several times without resolution. That afternoon, the manufacturer representative was unable to recreate the issue. The site indicated they had times when they were unable to push images to picture archiving and communication systems (pacs) via the same port. The port was loose at the wall jack. No further information was provided. No complications were reported/anticipated.

Manufacturer narrative:
The software investigation found that the behavior described was the intended behavior of the software. It was determined that the software was functioning as designed. The site was able to confirm that the physical wall jack in the room was damaged and needed to be replaced. Based on this information it was suspected that the damaged jack was the cause of this transfer failure. Logs were reviewed and found that c-move response failed with error and also observed intermittent connection errors (peer aborted association). This is consistent with networking issues and not application software. Details about a damaged wall port support this conclusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the cause was unknown and the issue was intermittent. Additionally, it was noted that the issue was not reproducible at the time of troubleshooting. The rep noted lastly that the software was updated at the same time.